Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2012.

Event description:
It was reported that a lead warning was triggered for the right ventricular (rv) lead. Interrogation of the device showed the lead exhibited high impedance, no capture, and no sensing. A lead fracture is suspected. The device was reprogrammed to vvi mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.